Event description:
Customer reported a high blood glucose reading of 474 mg/dl. He stated that he felt nauseous and had a headache. He stated that the drive support cap appeared normal. He found no air in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. The bolus wizard and basal rate settings were correct. The insulin pump passed the high pressure test. The insulin was clear and not expired. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.